Manufacturer narrative:
The pump was received with blank display due to corroded electronic assembly. The pump had moisture damaged under lcd screen and on motor homes witch. The pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had gone swimming with the pump. The customer states there was moisture damage and now has blank display. The customer's blood glucose level at the time of incident was 110mg/dl. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.